Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged rear response button. The response button cover fell off due to missing adhesive, causing the metal dome switch to move out of proper alignment and the buttons to be non-functional. The root cause of the missing button and adhesive was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.